Event description:
Patient reported experiencing elevated blood glucose, 787 mg/dl (normal = 100-150 mg/dl). Patient attempted to self-treat with a 10u bolus, but it had no effect on blood glucose. Patient was admitted to the hospital with diabetic ketoacidosis, treated with an insulin drip and released after 24 hours.